Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pharmacy information was down or delayed. The technical support specialist (tsc) found that the xagt (288mb) and antimalware service (202mb) were consuming memory, causing the cce services to stall and not start. The technical support specialist suggested that the customer may need to increase memory or prioritize memory allocation for cce services to resolve the issue. The system functioned as intended after the technical support specialist repaired the device. Initial reporter facility name e1. - (B)(6) hospital of (B)(6).

Event description:
It was reported when using then bd pyxis¿ medstation¿ es, pharmacy information was down or delayed. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.